Event description:
(B)(4). Same patient as: 2134265-2009-07164 it was reported that post a coronary stenting treatment procedure, the patient expired. During the index procedure, the lesion being treated was located in the proximal right coronary artery (rca). The de novo lesion was 75% stenosed, 3.50mm in diameter and 12mm long. The physician implanted a 3.5x12mm taxus liberte stent in the lesion. Predilation was performed with an unknown 2.5x10mm balloon. Post treatment visual inspection revealed 0% stenosis with timi 3 flow noted. Additionally, a non-bsc stent was implanted in the distal rca. Nine days post index procedure, the patient experienced heart failure. According to the physician, "the patient's left ventricular ejection fraction was low basically, therefore, the patient developed heart failure fortuitously." The patient was treated with medication and the event was resolved. In (B)(6) 2009, the patient outcome improved and was discharged on aspirin, ticlopidine hydrochloride and pletaal. In (B)(6) 2011, the patient expired. Per the physician comments, the patient was transferred to the facility in cardiac-respiratory arrest. Resuscitation technique was performed however, the condition of the patient would not be improved. The cause of death might be "pulmonary emphysema" as the patient experienced a disease of the lungs prior to the index procedure. Possibility of stent thrombosis was very low as the patient had good compliance with aspirin, ticlopidine and pletaal.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).